Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead was explanted and replaced. The right atrial (ra) lead exhibited no capture and insulation breached occurred prior to extraction but after the pocket was opened. The lead was explanted and replaced. No patient complications have been reported as a result of this event.